Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error 105 was reproduced and confirmed through evaluation. This condition was caused by severed motor mt screws. The motor and mount screws were replaced.

Event description:
During baxter's functional testing, a spectrum pump had system error 105. There was no pt involvement.